Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel morphology was requested. The stent grafts were implanted without issues. It was reported that the angiogram revealed an unknown endoleak. The physician modelled the bifurcated and contra limb stent grafts with a balloon. After multiple angiograms, it was determined by the physicians that there was a proximal type I endoleak. The physician modelled the proximal aortic neck again and subsequent angiogram of magnified view of proximal neck, it appeared the leak had reduced. Physicians decided to end the case and follow up in one month with a CT scan. No clinical sequelae were reported and the patient is fine. Review of returned films confirmed that the proximal neck diameter was 24-25mm and 12mm in length. The aortic neck angulation was noted as 64deg, but appeared larger (approximately 90deg). Images during and post-implant were not provided. It is likely that the angulated neck contributed to the proximal type I endoleak.

Manufacturer narrative:
(B)(4). Evaluation, conclusion: off-label, unapproved, or contraindicated use (aortic neck angulation >60deg).

Event description:
Additional information was received for this case. The physician stated that the patient had an abdominal ultrasound at 4 weeks post op, which showed no endoleak. No additional clinical sequelae were reported.